Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the back of upper arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. E1 initial reporter first name - additional information. E1 initial reporter last name - additional information. E1 initial reporter email address - additional information. E1 initial reporter street line 1 - additional information. E1 initial reporter country code - additional information. E1 initial reporter city- additional information. E1 initial reporter state - additional information. E1 initial reporter zip code - additional information. E1 initial reporter telephone number - additional information. G3: date received by manufacturer- additional information. H2: additional information. H3 reason for non-evaluation - additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-033099 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.